Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. The patient reported that if she turns her neck, she can feel stim in her upper back since 2018 (2 months ago). The patient reported that she has been in a lot of pain "in general" and clarified "all over body pain¿. The patient reported that she was grabbed by the neck and shaken from front to back and side to side on (B)(6) 2018. The patient stated that she did go to the doctor regarding the pain in her neck from this event and they told her she sustained "whiplash" type injury in her neck. Patient services suggested that the patient contact a doctor to have her ins and leads checked. The patient stated that she does not have a current managing physician. Patient services sent the patient a doctors list in the mail to her address on record. No symptoms were reported. No further complications were anticipated/reported.